Manufacturer narrative:
Manufacturer report number corrected and reported under mfg. Report number 1119421-2016-01699. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A consumer reported blurred vision and a dislocated lens following an intraocular lens (iol) implant procedure. The lens remains implanted.